Manufacturer narrative:
Additional information was received indicating that the patient¿s aortic root was relatively small, particularly the sinus of valsalva. The aortic valve annulus was between a 26 mm and 29 mm valve. Per the physician there was a relatively low takeoff of the left coronary artery which was a dominant vessel. The 26 mm valve was successfully implanted at a depth of 3-4 mm below the non-coronary cusp. The valve was assessed in multiple views and it was reported to be in excellent position. Following implant an electrocardiogram (ECG) indicated a new left bundle branch block (lbbb), bradycardia, sinus rhythm with first degree atrio-ventricular (av) block, premature ventricular contraction (pvc), and st abnormalities. An echocardiogram revealed the left ventricle ejection fraction (lvef) was 40% which was depressed relative to baseline. Per the physician it was unclear if the depressed lvef was due to the new lbbb. Following implant there was a mean gradient of approximately 15 mmhg and the valve was well positioned. Chest pain was reported. Approximately 2 hours after the procedure frequent non-sustained ventricular tachycardia with hypotension were reported. Repeat echocardiogram showed lvef had decreased to about 20% and there was trace pericardial effusion. Per the physician the native aortic valve leaflets were strongly suggestive of embolization of the transcatheter valve into the aortic root. The patient developed pulseless electrical activity and cardiogenic shock resulting in death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 method, results, and conclusion codes. Product analysis: the device was not received for analysis. Procedural images were submitted for review. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Procedural cine images confirmed the valve was implanted in a good location. The echocardiogram images also confirmed valve implant was in a good location; however, the left ventricle ejection fraction was on the decline. No imaging was submitted that can confirm the valve embolized. There is no evidence provided to confirm the reported conduction disturbance. Migration is a known potential adverse effect per device instructions for use (IFU) and can be caused by a variety of factors including valve positioning, patient anatomy, calcification level, sparsely calcified native anatomy providing insufficient anchoring, asymmetrical root calcification, under expansion of the valve, and others. Conduction disturbances, such as left bundle branch block, electrocardiogram changes, bradycardia, and ventricular tachycardia, are known potential adverse effects per the device IFU and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the implant of the transcatheter aortic valve. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Pericardial effusion is a known effect that can occur after cardiac procedures due to procedural complications. Cardiac arrest is a known potential adverse effect per the device IFU. With the limited information available, a relationship between the device and the death could not be established. Unfortunately, these adverse effects could not be confirmed with the limited information available and a relationship of these effects to the device or procedure could not be determined. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a cardiac arrest was reported in the post-operative recovery unit. Resuscitation attempts were performed but were unsuccessful. A transthoracic echocardiogram (tte) was performed showing the valve to have embolized into the aortic root. The patient died on the same day as valve implant.